Manufacturer narrative:
Unit failed to pass the active current test, sleep current test due to high currents. Unit passed the self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Power loss alarm occurred on (B)(6) 2024 13:56 in history files and was expected. The pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay , peeling serial label blank display was not observed during analysis. Blank display not confirmed. Exposed to moisture is confirmed at the electronic stack and force sensor. Unexpected battery power loss is confirmed due to moisture damage on the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer is not using the correct battery cap for the pump they are using. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.